Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a seizure due to a hypoglycemic episode, during which his cgm read 127 mg/dl while his bg was measured at 25 mg/dl. Pt's wife called paramedics adn they administered glucagon and an IV. Dexcom will be collecting receiver since pt is unable to send receiver data for eval. At the time of his call to dexcom technical support, pt reported that he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.